Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a health professional and describes the occurrence of fibromyalgia ("polyalgesic syndrome as fibromyalgia") in a 53-year-old female patient who had essure (batch no. 689932) inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fibromyalgia (seriousness criterion medically significant). At the time of the report, the fibromyalgia had not resolved. The reporter considered fibromyalgia to be related to essure. The reporter commented: a possible link between essure, composed of an alloy with titanium, nickel and stainless steel and the polyalgic syndrome like fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-mar-2019. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a pharmacist and describes the occurrence of fibromyalgia ("polyalgesic syndrome as fibromyalgia") in a 53-year-old female patient who had essure (batch no. 689932) inserted. The patient's medical history included tubal ligation. On (B)(6) 2010, the patient had essure inserted. In 2019, the patient experienced fibromyalgia (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the fibromyalgia had not resolved. The reporter considered fibromyalgia to be related to essure. The reporter commented: a possible link between essure, composed of an alloy with titanium, nickel and stainless steel and the polyalgic syndrome like fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: reporter information was updated. Medical information included bilateral ligating of the uterine tubes. Patient is not pregnant. The event polyalgesic syndrome as fibromyalgia started in 2019. This event considered as medically significant by the reporter. The essure is ongoing and is not available. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 29-mar-2019. This spontaneous case was reported by a health professional and describes the occurrence of fibromyalgia ("polyalgesic syndrome as fibromyalgia") in a (B)(6) year-old female patient who had essure (batch no. 689932) inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fibromyalgia (seriousness criterion medically significant). At the time of the report, the fibromyalgia had not resolved. The reporter considered fibromyalgia to be related to essure. The reporter commented: a possible link between essure, composed of an alloy with titanium, nickel and stainless steel and the polyalgic syndrome like fibromyalgia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.